Event description:
Pt went on dialysis, in 2005 at 6:30 am. At 10:30 a.m. Pt awoke from sleep complaining of being cold, their face was flushed red, and their skin was diaphoretic. Pt complained of abdominal pain and nausea. The pt's temperature was 99.0 degrees f. The nurse practitioner was called. Blood cultures were done and ancef was administered IV. As the pt was not better and symptoms persisted pt was transferred to the hospital emergency room, then transferred to a larger facility and admitted to ICU. Pt was diagosed with hemolysis. The pt was a diabetic with multiple comorbidities, on dialysis for greater than 10 years. Their most recent hct at the facility was reported to be 41. The pt does not require epogen therapy as pt normally maintains. A hct of 39-45. Their hospitalization blood work reports a hct of 25 then decreasing to 22. Troponin level was raising from 2.4 to 10.1 then to 14.0. No other labs, i.e. Ldh, blood smear or haptoglobin were reported for this pt. It is unknown what regular medications the pt was on, but the staff reports that pt is not on steroids. Pt is allergic to ancef, codeine and penicillin. Despite this, the pt was given ancef IV the day of the incident. The pt was dialyzing on a phoenix machine with a cartridge blood set, lot number 10k15713 and a polyflux 21r dialyzer.